Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. An occlusion was also mentioned. Customer's blood glucose level at the time was 520mg/dl. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.